Manufacturer narrative:
Investigation is still pending. Device remains implanted in the patient.

Event description:
In this case, approximately 1 month after the transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 valve, a contrast computerized tomography (CT) revealed hypo-attenuated leaflet thickening (halt). The patient was hospitalized 12 days later of the onset day and was administered an anticoagulant as antithrombotic therapy. Since patient had a history of chronic kidney disease (ckd), heparin and warfarin medications were started. The patient was discharged from the hospital approximately 1 month after the onset day.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. Device evaluation: the device was not returned. An image was review unable to be performed as images were not provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed as no imagery or medical records were provided for evaluation. Review of device history records did not provide any indications that manufacturing nonconformance contributed to the reported event. Review of IFU/training manual revealed no inadequacies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use, thickening of valve leaflets is a potential risk associated with bioprosthetic heart valves. The thickening of valve leaflets can be a result of early calcification of the leaflets, host tissue overgrowth, micro-thrombi, and/or inherent metabolic disorders. Several factors can cause development of thickened leaflets, including: thrombosis due to inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g, systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). It may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by a reduction in valve area, an increased gradient across the valve, or reduction in leaflet movement. As reported, -a decrease in valve function was observed by 1 month follow up echo approximately 1 month after the transfemoral tavr procedure for a 23mm sapien 3 valve. It was reported as adverse event notification of valve thrombosis from the facility. The contrast CT revealed that hypo-attenuated leaflet thickening (halt) and changed to an anticoagulant as an antithrombotic therapy. Because of ckd, direct oral anticoagulants (daoc) was difficult, heparin and warfarin were started. It was controlled by warfarin, the patient was discharged from the hospital approximately 1 month later of the onset day. The outcome was determined as remission.- in this case, it was reported that direct oral anticoagulant (daoc) was difficult due to patient-s pre-existing chronic kidney disease. However, the outcome was determined as remission after the patient was treated with anticoagulant (warfarin). Inadequate anticoagulant therapy after valve implantation can cause thrombosis, formation of blood clots on the valve. Thrombosis results in leaflet thickening, which can significantly impact the leaflet and its proper functionality. As such, available information suggest patient factors (thrombosis due to inadequate anticoagulation therapy) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor product risk assessment is required at this time.